Manufacturer narrative:
Device evaluation: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 05-feb-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge tip. The cartridge tip and cartridge was observed to be damaged. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. The lens was received coated in viscoelastic residue and was observed to be torn and damaged. No iol material was observed at the end of the plunger. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "damaged / broken" was not identified. The observed "cartridge damaged" and "cartridge tip cracked/damaged" is similar to the reported complaint issue. The complaint issue "product loose particles" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) injector did not work and there were remains of the iol material at the end of the plunger. The device was not in contact with the patient¿s eye. There was no patient involvement in the event. No further information has been provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted; therefore, not explanted. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.